Event description:
The customer reported a vent inop occurrences; da pcba adc failed. No patient involvement / harm reported.

Manufacturer narrative:
The data acquisition pcba to motor controller pcba cable and data acquisition (da) pcba was tested and no failures were identified. The determination could not be made that the device failed to meet specifications. The device was not being used for treatment when the reported event occurred, and there is not a relationship of the device to the reported problem.